Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model zcb00 which is distributed in the united states under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon opening the wheel case of a zcb00v 25.0 diopter intraocular lens (iol), a foreign substance was noticed on the optic that could not be cleaned up or removed using balanced salt solution (bss). Therefore, the lens was not used. Reportedly, there was no patient involvement. No additional information was provided.

Manufacturer narrative:
Additional information: device available for evaluation, returned to manufacturer on 1/22/2018. Device evaluation: visual inspection at 10x microscope magnification was performed. The lens was observed inside the wheel case insert sealed with adhesive tape. Loose particles were observed on the lens surface. The reported issue was verified. The sample was sent for ftir analysis. The analysis indicates that the fiber-like foreign material is consistent with a cellulosic material (e.g. Cotton, rayon, lint). The manufacturing controls should be capable to identify the presence of this type of particulate or substance during the inspection controls defined as part of the manufacturing process. In addition, as required in the direction for use (dfu) the lens should be removed from the pouch in a sterile environment, and examined thoroughly to ensure particles have not been attached before implanting. Based on the evaluation observed, this material is common on material used by protecting clothing of production operation and it is also common on clothing used in surgical areas. Therefore, it cannot be fully confirmed it was identified from manufacturing process, as the reported lens was opened. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.